Event description:
The pulsar-18 stent system was chosen for the treatment of a severely calcified lesion. After placing the stent in the target lesion the pulsar-18 stent could not be released.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the instrument revealed that the outer shaft has been retracted by about 4 mm. The stent is still crimped under the retractable outer shaft and has not been released. The retractable outer shaft is undamaged and its diameter still complies with the specification. The inner shaft is severely deformed just distal to the metal tubing which is attached to the knife, indicating high tension. The stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted during release. The blockage of the stent is most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.